Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug on a 6f exoseal vascular closure device (vcd) jammed on expansion and failed to eject. There were no reports of patient injury. The device was used for femoral artery blockage in a lower extremity stenting procedure. The operator is a professionally trained and mature operator. The patient was unharmed and free of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug on a 6f exoseal vascular closure device (vcd) jammed on expansion and failed to eject. The plug fell out of the exoseal vcd shaft upon removal from the patient, was found partially deployed and partially out of the shaft and inside the shaft. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. No anomalies were noted when the device was removed. The indicator wire was still visible when the device was removed. There were no reports of patient injury. The device was used for femoral artery blockage in a lower extremity stenting procedure. The operator is a professionally trained and mature operator. The patient was unharmed and free of infectious diseases. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The procedure did not use an antegrade or retrograde approach. The patient's body mass index (bmi) was not greater than 40. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was retracted. A non-cordis sheath was returned inserted on the unit. The indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. A dimensional analysis of the delivery shaft's inner diameter was conducted using a pin gauge measurement. The result was within the specification. A functional deployment simulation could not be performed because the unit was received with the deployment lever already depressed, making it impossible to reset the unit for the simulation. Additionally, it was verified that the indicator spring was pushing the lock-out plate back, indicating it would have been engaged with the rotary link for wire retraction. No anomalies were observed. Per microscopic analysis, a high-magnification evaluation was conducted to examine the internal mechanism of the device. No abnormal conditions were observed. It was also confirmed that the non-cordis sheath received was the appropriate size for use with the device. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was observed during analysis of the returned device as the plug was partially deployed with the deployment button depressed. However, the reported event of ¿indicator wire-unable to retract¿ was not confirmed as the device was received with the indicator wire retracted and no issues with the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported inability to deploy the plug from the device and the indicator wire remaining in a non-retracted state after depression of the deployment button. However, as the dimensional analysis of the inner diameter was within specification and there were no anomalies noted to the internal components or indicator wire condition, it is possible that the partial deployment noted occurred due to procedural/handling factors (such as the plug becoming prematurely swollen within the delivery shaft). Additionally, if the indicator wire had not been retracted when the device was removed from the patient; this could also be an indicator of incomplete depression of the deployment lever. However, as the indicator wire was retracted on the received device, it is unknown if this information was provided inadvertently, or if the deployment lever was fully depressed after the procedure. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug on a 6f exoseal vascular closure device (vcd) jammed on expansion and failed to eject. The plug fell out of the exoseal vcd shaft upon removal from the patient, was found partially deployed and partially out of the shaft and inside the shaft. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. No anomalies were noted when the device was removed. The indicator wire was still visible when the device was removed. There were no reports of patient injury. The device was used for femoral artery blockage in a lower extremity stenting procedure. The operator is a professionally trained and mature operator. The patient was unharmed and free of infectious diseases. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The procedure did not use an antegrade or retrograde approach. The patient's bmi was not greater than 40. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression less than 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation. Addendum: per pe findings, the plug was partially deployed.